Manufacturer narrative:
The actual cellfina devices used during treatment were not provided for evaluation, and the physician refused to provide additional information regarding the event and serial/lot numbers of devices used during treatment. Therefore, a formal investigation could not be performed as devices were not provided for evaluation and reviews of lot complaint history, lot history record, and device history records are not possible. The reported issue was alleged to have been caused by an idiosyncratic reaction to tumescent anesthesia used during this cellfina treatment, and there were no allegations of malfunction relating to a cellfina device used during treatment on this patient. Based on the information provided, there are not enough details to confirm whether a cellfina device malfunctioned, and it is not known if a cellfina device caused or contributed to this event. The event application site condition of "nodule" is listed on the (B)(6) instructions for use leaflet of the cellfina system and may occur after treatment with cellfina system. No additional information is available at this time. Should additional information become available, a supplemental medwatch will be submitted.

Event description:
On (B)(6) 2019, the pharmacovigilance unit of (B)(6) received information regarding an alleged adverse incident related to treatment with a cellfina system on a female patient (age and relevant medical history: not reported) for gynecoid lipodystrophy on an unknown date. The patient presented nodules in her posterior thighs due to an idiosyncratic reaction to tumescent anesthesia following treatment (date of onset not provided). The physician reportedly treated the patient with multiple radiofrequency treatments and other unknown treatments to resolve this issue. It was reported that after the additional treatments were performed to attempt to resolve the issue, there are still visible areas of nodules. The treating physician reported the case as recovered with sequelae. Following the initial report, the physician declined to provide further information regarding treatment details, date(s) of treatment, patient details, and serial and/or lot numbers of devices used during treatment. No additional information is available at this time.